Event description:
Husband of female, reported patient was hospitalized in 2006 due to extremely elevated blood glucose level, "hi" on blood glucose meter (generally >500 mg/dl.). Her targeted blood glucose level is approximately 120 mg/dl. He indicated that he gave patient 20 units of insulin by injection and her blood glucose level remained "hi." Husband stated that patient was given another 20 units of insulin reducing her blood glucose level to 400 mg/dl. Patient experienced symptoms of "sleeping all the time", not able to function, and slurred speech. Patient was given an IV of fluids at the hospital and multiple insulin injections. The hospital removed the patient from the infusion device. Patient stated that the display was very light and believed this was caused by the power packs. She changed the power packs and this had no effect on the device. She then switched to her backup infusion device and her blood glucose level reduced quickly. Product was requested to be returned for evaluation.